Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The event description provided to rayner states that the healthcare professional observed the development of opacification following nd: yag capsulotomy. Please refer to rayner intraocular lenses limited's MDR report 9611165-2013-0011 for further info.